Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) units doppler tether needs to be replaced. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The fse observed that the doppler probe was damaged and needed to be replaced. So, in order to solve the issue, the fse replaced the vp8 probe (0154-01-0005). The doppler was then returned to service and the unit was cleared for customer use.